Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 8-jan-2021 to find out customer's condition - able to establish contact with customer who stated that condition had improved and did not currently report having any diabetic symptoms. No further medical attention was reported. Customer had stated he was awaiting the return call from the nurse. Note 2: manufacturer contacted customer in another follow-up call on 15-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated is comfortable with the results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 400 mg/dl (unknown if fasting or non-fasting); this result could not be confirmed during the meter memory review. The customer¿s expected am fasting blood glucose test result range is 200-250 mg/dl. At the time of the call the customer reported feeling dizzy. Customer also reported that on (B)(6) 2021 had called the paramedics due to the symptoms (feeling dizzy and sweaty). Customer did not test with the meter prior to calling paramedics. When the paramedics arrived they had performed a blood glucose test and the customer's result was in the 400's mg/dl. Customer had been taken to the hospital where he had been diagnosed with hyperglycemia. Customer did not disclose what medical treatment he received. Customer stated that he had contacted his doctor and nurse to inform them of the hospitalization and that he was currently feeling dizzy. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer's test strips are expired, manufacturer¿s expiration date is 12/13/2017. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; customer also had difficulty seeing the date/time): (B)(6).